Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 2.7 mmol/l. Customer's current blood glucose was 8.1 mmol/l. Customer treated low blood glucose with some food. Troubleshooting was declined for low blood glucose. Auto mode feature was unknown at the time of event. Customer stated they received insulin flow blocked alarm. The insulin pump will not be returned for analysis.